Manufacturer narrative:
Zoll has not received the autopulse platform [sn (B)(4)] for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
The customer reported that the autopulse platform [sn (B)(4)] displayed a "system error, out of service, revert to manual CPR " message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.